Event description:
I am writing to you as a concerned consumer about a medical device my husband recently purchased for me from amazon.com. The order number is (B)(6). The medical device in question is a breast pump that was not FDA-approved and had no UDI tracking code. We purchased this device in good faith, expecting it to be safe and effective. However, using the device has caused damage to my breasts. I am writing to you because I believe that this product is in violation of FDA regulations and should not have been sold on amazon.com. As stated in the FDA's 510k regulations, all medical devices must be evaluated and approved by the FDA before they can be sold in the united states. But neither the manufacturer: itherau nor the company name: shenzhen yaozi technology co..ltd has any information registered on the FDA website. I believe that this product should be removed from amazon.com and that the manufacturer should be held accountable for failing to meet FDA regulations. I hope that you will take the necessary steps to ensure that this product is no longer sold and that other consumers are not harmed in the same way. There are many variations of this product selling on amazon. The asins are: b0b3mprd1d, b0b4jr2q5v, b0bgpybxpk, b0bk9ch5rz, b0bl7918cy, b0bl7gmctg, b0brv3hlql, b0brv5h6z3, b0bryxm9bp, b0btlxkzzz, b0btspjv9h, b0btsq1wlv, b0bwxwvgzw, b0bwydxnzw, b0bxlhhdtd, b0bxnx17rs.